Event description:
It was reported that an advance xp sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.